Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 429 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer reported having issues with the insulin pump leading to the high blood glucose that included an insulin flow blocked alarm. Troubleshooting was provided for the insulin flow blocked alarm. The customer was advised to monitor the insulin pump after troubleshooting. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use. Unomed set. Frn-unk-rsvr.